Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro¿ catheter and irrigation was reported to be defective. It was reported that during the procedure they ablated in the coronary sinus, then removed the catheter from the patient body to do the transseptal puncture. After the puncture, the physician wanted to flush the catheter before reintroduced it in the body and he noted this issue. The irrigation issue was visibly defective at the end of the catheter during flush: large drop by drop instead of the usual halo. There was no error from the pump. We discovered the issue when we flushed the catheter before reintroduced it in the patient body. Issue was resolved by replacing the catheter. There was no patient consequence.

Manufacturer narrative:
On 6-jun-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro¿ catheter and irrigation was reported to be defective. It was reported that during the procedure they ablated in the coronary sinus, then removed the catheter from the patient body to do the transseptal puncture. After the puncture, the physician wanted to flush the catheter before reintroduced it in the body and he noted this issue. The irrigation issue was visibly defective at the end of the catheter during flush: large drop by drop instead of the usual halo. Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection and irrigation test of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. An irrigation test was performed, and the device was flushing correctly, no obstructed holes were observed. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The irrigation issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The catheter instructions for use (IFU) contain the following recommendations: always maintain a constant heparinized normal saline infusion to prevent coagulation within the lumen of the catheter. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Correction: it was noticed the incorrect date of 4/30/2024 was reported in field g3. Date received by manufacturer of the 3500a initial medwatch report. Please consider the correct date to be 6-may-2024, as this is when information was received which indicated the reported irrigation issue happened while the device was being used on the patient. As such, the event was assessed as an MDR reportable malfunction based on the new information. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).